Event description:
It was reported that the insulin pump had intermittent response on a button. No alarms or significant events were noted leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Minor scratched lcd window and cracked reservoir tube lip noted.(B)(4).